Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. Evaluation of the photograph indicated the tube is blue in color. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: color variation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using paxgene® blood dna tube, the body of one (1) tube is a pale blue shade. No adverse impact was reported regarding the patient or user.